Event description:
It was reported, there was dehiscence at the right wire at connection site. There was a scab at the right neck. Intervention involved surgical incision and drainage of dehiscent wire at the post auricular region and plastic surgical repair with excision of skin. The event was noted as related to the extension and lead. The event was noted as resolved without sequelae.

Manufacturer narrative:
Product ID 37642, serial# (B)(4); product type programmer, patient product ID 748240, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3389s-40, lot# v006364, implanted: 2006 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the device was examined on (B)(6) 2014 and resulted in an unscheduled clinic or office visit. The previously reported intervention occurred on (B)(6) 2014.